Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation. The patient underwent a lead revision procedure wherein one of the patients leads was replaced. The patient was doing well postoperatively. The explanted lead was discarded by the medical facility.